Event description:
It was reported that the patient experienced local intolerance with strong cutaneous bothering "abrasion" which occurred after device implant. The device was explanted and replaced. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 419478 lead, implanted: (B)(6) 2010; unknown competitor lead, implanted: (B)(6) 2014. (B)(4).